Event description:
Patient (pt) contacted us via phone on (B)(6) 2013, reporting an eye infection in her right eye (od) after 4 days of wearing the lenses. The pt stated she woke up and her od was very painful. Pt saw her regular eye care professional (ecp) on (B)(6) 2013, c/o of tearing, pain, discharge and foreign body sensation. Diagnosis was bacterial keratitis, pseudomonal central 6m ulcer with extremely rapid progression. The pt was not treated but referred to an ophthalmologist on the same day. Pt presented to ophthalmologist with blurred vision, burning, redness, sharp pain, discharge and irritation. The diagnosis was a central corneal ulcer. The ulcer was cultured and (B)(6). The pt was prescribed vigamox 1 gtt every 30 in. Tobramycin 1 gtt q1h, ocufloxin 0.3% 1 gtt q1h, atropine 1 gtt bid, and cephazolin 0.9%, 1 gtt q1h. The pt was seen for follow-up on (B)(6). Medication were tapered off and pred forte quid was added on (B)(6). The pt's last visit was on (B)(6). A small scar was noted, all medication were stopped and the pt was advised to continue on the pred forte qid for 2 weeks, then bid for a month. Pt was advised to return for follow-up in 6 weeks. Pt is not cleared to return to cl use at this time.

Manufacturer narrative:
Pt was advised to return for follow-up in 6 weeks. Pt is not cleared to return to cl use at this time. The product in question has been discarded and the lot number is unk. Therefore, no device history record review could be conducted. Based on all available info, no causal factors can be determined and no conclusion can be drawn. Additional info will be submitted within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.